Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing gastroduodenal anastomosis during a laparoscopic billroth-I, the device got stuck and the stitch line on the duodenum was a bit crushed and bruised because the stapler was applied not once but three times. It was stated that no serosal defects were noted and the jaws that locked on the tissue was removed normally by pulling the lever on the handle. Two reloads were used but same issue occurred. Another reload was used to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of six devices. Visual inspection of the first and second returned products noted that the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. There were staples protruding from proximal staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. Visual inspection of the third returned product noted that the reload had a full complement of staples. Visual inspection of the fourth returned product noted that the reload had a full complement of staples. The interlock was engaged and the sled was flush with the I-beam. This unit was disassembled and found to be in premature interlock. Visual inspection of the fifth and sixth returned product noted that the reloads were sealed in their respective packaging. The first, second, third, and fifth reloads were loaded into a post market vigilance instrument for functional testing. The first and second reloads were partially cycled to investigate the gap between the sled and I-beam. The interlocks were overridden for the first and second reload and then all the reloads were applied to test media. All staples were placed, and test media was cleanly transected for all reloads functionally tested. The reloads interlocks were tested and found to function properly. Once removed from the sealed package, the fourth reload was evaluated and found to have an engaged interlock. The sixth reload was opened from the sealed packaging and was found to be in premature interlock. Functional testing of reloads four and six were precluded due to the investigation of premature interlock. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Since the manufacture of this device, additional controls have be implemented to inspect for premature interlock. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.